Event description:
See intial report.

Manufacturer narrative:
H11: the issue was solved by replacing the display panel. Complaints database analysis revealed no similar event since unit installation in 2006. Based on investigation findings and considering the aging of unit, it cannot be ruled out that the reported event was caused by the wearing of electrical components in the display. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. There is no concerning trend for this kind of failure. No other specific action was currently deemed necessary. The risk is in the acceptable region. Livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement. Livanova will keep monitoring the market.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 console. The customer has provided a video confirming the wrong pump direction is shown on the pump display. A livanova field service engineer was dispatched the customer and device crashes during boot, the system panel displays no information, just a blue screen. En block has been replaced, modules flashed, functional test passed successfully. Showed pump direction is still reversed and a follow-up is required. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, there was a s5 hlm touch panel failure, pumps are only in english, the direction of the pump showed in the display is incorrect (opposite to real direction). There was no patient involvement.